Manufacturer narrative:
The hill-rom field tech examined the light and observed the glass tube, handle, handle mount, and gasket setting on a counter underneath the light. The warning label was still attached to the inside of the reflector. The 3 springs were still attached to the inside of the reflector. The facilities maintenance staff had removed the light's power cord wall plug. Attached to this report is the "medical device notification" dated may 7, 2002. Also attached is a letter sent to our customers on july 22, 1998. The info received indicates the device was used during a medical procedure. The info suggests this event is related to a mainteance issue by not properly installing the glass cylinder (diffuser). In addition, the physician continued to use the light without the glass of approx 3 minutes.

Event description:
The facility filed a med watch stating, "the baby was ready for circumcision and the physician moved the light by the black handle to reposition. The light fell apart, and left a small mark. The rim and o-ring fell on the floor. Upon prepping the baby, they noticed the skin was peeling. The nurse stated the light felt warm on her hand. The doctor also felt the temperature under the light bulb, and the light was taken off the baby. The time that elapsed was estimated by the nurse to be three minutes. The approximate distance from the lamp was 26 inches. There is a warning label on the lamp, "do not operate if glass cylinder is removed or appears cracked, chipped and damaged. Serious burns may result if used without the glass cylinder."